Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, loss of mobility, loss of range of motion, inflammation and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-04120 & 04121).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, loss of mobility, loss of range of motion, inflammation and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain. Operative report further noted the presence of grayish fluid. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and biomet head.